Event description:
This case was initially received via regulatory authority (reference number: mw5077311) on 29-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion, ibuprofen, pamprin and panadeine co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("immediate pain with placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), nausea ("nausea"), menorrhagia ("heavy bleeding"), vaginal haemorrhage ("spotting of old "), abdominal pain lower ("cramping/right lower abdominal pain"), depression ("depression"), anxiety ("anxiety") and thinking abnormal ("change in clarity of thought process"). The patient was treated with surgery (on (B)(6) 2018,essure remove by hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, nausea, vaginal haemorrhage, abdominal pain lower, depression, anxiety and thinking abnormal outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain lower, anxiety, depression, headache, menorrhagia, nausea, pelvic pain, procedural pain, thinking abnormal and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw5077311) on (B)(6)2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion, ibuprofen, pamprin and panadiene co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("immediate pain with placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("spotting of old"), abdominal pain lower ("cramping/right lower abdominal pain"), depression ("depression"), anxiety ("anxiety") and thinking abnormal ("change in clarity of thought process"). The patient was treated with surgery (on (B)(6) 2018,essure remove by hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, nausea, vaginal haemorrhage, abdominal pain lower, depression, anxiety and thinking abnormal outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, headache, nausea, pelvic pain, procedural pain, thinking abnormal and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. On (B)(6) 2018: narrative correction incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077311) on 29-may-2018. The most recent information was received on 15-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion, ibuprofen, pamprin and panadeine co (tylenol #3). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("immediate pain with placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("spotting of old"), abdominal pain lower ("cramping/right lower abdominal pain"), depression ("depression"), anxiety ("anxiety") and thinking abnormal ("change in clarity of thought process"). The patient was treated with surgery (on (B)(6) 2018,essure remove by hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache, nausea, vaginal haemorrhage, abdominal pain lower, depression, anxiety and thinking abnormal outcome was unknown and the procedural pain had not resolved. The reporter considered abdominal pain lower, anxiety, depression, genital haemorrhage, headache, nausea, pelvic pain, procedural pain, thinking abnormal and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 15-jun-2018: coding correction on 15-jun-2018. Correction following company internal coding review. The event "heavy bleeding" was recoded to meddra llt "heavy bleeding genital". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.